Event description:
It was reported that during a 6 week post-operation visit, after a da vinci prostectomy procedure, the doctor noticed a burn mark on the patient at the trocar site. The burn mark was located on the patient's abdomen. The site advised that they did not deviate from the recommended setup instructions for the esu (electrosurgical unit).

Manufacturer narrative:
An isi representative visited the site and performed a visual inspection on all three of the site's bipolar maryland forceps instruments. No defects were observed on any of the instruments. The root cause of the customer reported failure mode cannot be determined. The site indicated that they will be returning the instrument to isi for additional evaluation. A follow-up MDR will be submitted once the instrument is received and in-house failure analysis has been completed. The following medwatch reports listed below were also sent to the FDA for the two other bipolar maryland forceps instruments evaluated by the isi representative. MFR report #'s 2955842-2008-00113, -00114.